Event description:
It was reported that over time since the intrathecal pump was placed in the pt, there had been a progression of alcohol abuse. The pt openly admitted to having a "drinking problem." And had inconsistent urine toxicology results. Opiates were removed from the pt's pump and replaced with saline. The pt was given a duragesic patch and clonidine to attenuate any withdrawal symptoms that may occur post-procedure. The pt outcome at the time was "recovered without sequela." The pt's wife stated that the pt had expired nine months later; the cause of death was not stated. The relationship of the pt's implanted device system to the pt's death was not reported. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).